Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported bipolar maryland forceps. The bipolar maryland forceps sample was not made available for this incident as it was discarded by the customer. Evaluation of the logs indicated that the bipolar maryland forceps was connected to a sterile interface module (sim) and attached to arm cart assembly 4. The use time was two hundred and eighty-one minutes with a use count of two. An error code for 'instrument error - check and replace' was noted, indicating an instance of a difference in commanded and actual jaw angles. The error code reports an error message stating, "danger: instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume.". It was also identified that the recommended workflow to remove a disabled instrument was not followed in this instance. If the arm cart is not undocked before detaching the disabled instrument, cannot remove the port with the instrument. Evaluation of the bipolar maryland forceps confirmed the reported condition. The root cause of the observed error was that it is likely that the product was not used as intended which may have caused or contributed to the reported incident. An inserted disabled instrument needs to be rotated in order to be removed. The current system does not allow for this behavior. This can lead to overdriving the robotic arm joint 6. A process improvement has been initiated to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hysterectomy, at the beginning of the procedure, the surgeon noticed that the jaws of the bipolar maryland forceps (bmf) were not aligned properly while it was inserted in the patient cavity. After several minutes of use, the bmf triggered an instrument error. The bmf was removed as a broken instrument and replaced to resolve the issue. At the time of removal, the remaining usage percentage of the bmf was 68%. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic hysterectomy, at the beginning of the procedure, the surgeon noticed that the jaws of the bipolar maryland forceps (bmf) were not aligned properly while it was inserted in the patient cavity. After several minutes of use, the bmf triggered an instrument error. The bmf was removed as a broken instrument and replaced to resolve the issue. At the time of removal, the remaining usage percentage of the bmf was 68%. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.